Event description:
In 2003, patient was initially implanted with another manufacturer's stent graft. The patient presented for a follow-up appointment at another hospital with a different physician. It was reported that the stent graft had migrated resulting in a type I endoleak. The physician then placed a zenith renu device in 2007. The patient presented emergently at another hospital. The patient was experiencing renal failure and a gi bleed. The CT demonstrated that the renal arteries were not functioning and the sma had been partially covered by the zenith device. There is currently a gap between the zenith device and the other manufacturer's stent graft which has not been repaired due to the patient's condition. There is moderate angulation of the aortic neck.

Manufacturer narrative:
Evaluation: still under investigation.